Event description:
It was reported that a patient presented with loss of capture on the right ventricular (rv) lead. Patient experienced syncopal symptoms, dizziness, and fatigue. During lead revision on (B)(6) 2026, it was revealed that the rv lead had a cut. The physician elected to cap and replace the rv lead. The patient was reported as being in much better condition post operation.

Manufacturer narrative:
Correction - please retract this report 2017865-2026-03067, new information received from the field showed that the report was designated for the lead not the associated pacemaker.

Event description:
It was reported that there was an event of intermittent capture on the patient's pacemaker. No intervention was reported. Patient status was not reported.